Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 130-140 mg/dl. Customer reverted to manual insulin injection for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.